Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: my bottom tooth is wiggly. I'm just wondering if that is normal with treatment. I received my retainers today. Clinical review: images indicate that there are very large air gaps in the patient's retainers. Their final aligner images also show large air gaps; however, this was not flagged to our team by the treatment planning team when the patient placed the order for their retainers. We have requested that the patient backtrack to the best-fitting aligners for the time being and send further information to us so we can review the mobility.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.